Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation of pacemaker prior to device changeout, the pacemaker exhibited backup operation. The device was explanted and replaced. The patient was stable.